Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had been randomly rebooting and completely turning off without restarting on its own. A technical support specialist (tss) dialed into the station and reviewed the logs, which showed no issues. Attempted to inform the customer of the findings via phone, but the call was not answered. Awaiting further details from the customer and the issue may involve a different station. In the event additional information is received a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pyxis was turning off without restarting. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.